Event description:
"Hello I'm on my final set and it doesn't seem like my upper teeth are settling fully into #8 as fully as prior steps. This was a replacement because in may I waa on my final step when the aligner broke while on vacation and I had to take a couple steps back while a replacement was pending. That #8 fit better than this one. Im unsure what to do as I was hopeful to finish treatment and order retainers. I wear at least 18 hrs daily. What should I do now" "I'd say I'm 90%. In may, before I had my replacements, the fit of my treatment was better and I was completely satisfied with them. My gap was virtually closed whereas now it's not as tight. It was just untimely that those broke in the last step, which set me back, before I was able to order my retainers. I'm unsure if further adjustments will help. I've also attached 2 photos of how my teeth looked the day I ordered my replacements in may. As you can see, the progress was a bit different." Found in an email from 9/19/24 in case (B)(4) email found in case # (B)(4) on 10/5/24, "1. I've attached pics. I'm completely satisfied with the bottom results. I've indicated in blue where I'm hoping for a bit more alignment. 2. I've been wearing these since june. 3. Every day, all day except while eating, drinking something other than water or tea. At least 20 hrs daily. Everyday. 4. I wore each step at least 3 weeks since my replacements. And 2 weeks before. Since june was my last set, I've been wearing these since. 5. I use the hyperbyte everyday at least 5 minutes a day. Sometimes I'll do 2 runs of 5 min. 6. Yes these are comfortable." Email found in case # (B)(4) on 10/7/24, "hello, thanks for getting back to me. 1. I've attached 2 labeled photos. 2. Yes I'm happy with the lower alignment and ready for the lower retainer." 10/17/2024- cust stated in case #(B)(4) "step 6 for upper is the best fitting. " na

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.